Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: a2; h4. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical components: item#: 00436303600, glenosphere centric 36 mm diameter +3 mm lateral offset; lot#: 64596107 item#: 01.04223.033, invers/revers scr syst 4.5-33; lot#: 3143468 item#: 01.04223.036, invers/revers scr syst 4.5-36; lot#: 3157880 item#: 00434901013, 10mm ã¿ 130mm length humeral stem; lot#: 65901172 item#: 00434903603; 36mm ã¿ +3mm offset poly liner; lot#: 65585357 g3: foreign: australia h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product will not be returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a revision surgery due to the disassociation of the implants.